Manufacturer narrative:
(B)(4). Customer will not return the product;customer did not provide address to send replacement and envelope for return complaint product. Most likely underlying root cause of malfunction:strip issue. Manufacturer attempted to contact customer with several follow up phone calls to know whether the symptoms persist. At follow up call on 11/13/2016, was unable to make contact with customer via telephone. At follow up call on 11/16/2016, was unable to make contact with customer via telephone. At follow up call on 11/17/2016, was unable to make contact with customer via telephone; message left. At follow up call on 11/18/2016, was unable to make contact with customer via telephone. At follow up call on 11/20/2016, was unable to make contact with customer via telephone; voicemail left. Unable to send product notification letter due to lack of delivery address. Call backs complete.

Event description:
Consumer reported complaint for hi blood glucose test results. During the call on (B)(6) 2016, the customer reported the following symptoms: sleepiness, fatigue, and anxiety. Customer was instructed to immediately seek medical attention if needed, as well as to contact their healthcare provider for further instructions. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date and open vial date were undisclosed. The meter memory was not reviewed for previous test result history. (B)(6). Memory concerns:undisclosed.